Manufacturer narrative:
Date sent to the FDA: 09/30/2021. It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and the mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted he excised overlying indurated chronically infected tissue. There was a chronic sinus tract extending down to the underlying mesh. He excised all of the appreciable areas of mesh, and the fascia that was adherent. It was reported that the patient experienced severe pain, inflammation, infection, long term abdominal wound, fistula, abscess, foul smelling drainage, loss of appetite, stress and anxiety. No additional information was provided.